Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The patient stated that the cycler was alarming air detected in cassette during dwell two of treatment. The patient cancelled treatment. Upon removing supplies the patient discovered fluid in the cassette door. During follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was given prophylactic antibiotics but did not specify type. The patient received the replacement cycler and continued pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: ten companion samples were received from the distribution center. A visual inspection was performed and the samples were found acceptable. A functional test was performed and completed successfully; no leaks were noticed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As the actual sample was not available, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.